Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked case at display window corner and display window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were no longer functional. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.